Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reportedly that the touchscreen became unresponsive. Reportedly, the customer is only able to unlock the pump, but is unable to go any further once the pump is unlocked. Customer declined further troubleshooting. Customer had low blood glucose levels (48 mg/dl). Reportedly, customer turned the pump off and drank a soda to stabilize blood glucose levels.